Manufacturer narrative:
The insulin pump was received with a constant flashing white lcd on the display and constantly beeping due to cracked lcd controller printed circuit board. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white lcd with audio beep anomaly. The insulin pump had received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had audio beep anomaly. The customer's blood glucose level was reported to be 72 mg/dl. It was reported that the pump failed the self-test. It was reported that the pump would be replaced and returned for analysis.